Event description:
It was reported that pump experienced repeated malfunction alarms with code 12 and associated fault ID, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, resettable malfunction was not further reset, and technical support arranged shipment of replacement pump with updated software, provided instructions for storage mode and return of problematic pump within ten days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.